Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test; sensor failed per specifications. Also found a bent cannula. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. We were unable to confirm needle anomaly due to customer not returning needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had threshold suspend and sensor glucose versus blood glucose differences. Customer's blood glucose at time of incident was 161 mg/dl. Customer sensor glucose value is 60 and suspend threshold limit is 60. The customer was explained the differences between sensor glucose versus blood glucose. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 154 mg/dl. The current sensor glucose value is 68. The sensor glucose and blood glucose is not within acceptable range. The customer reported via phone call indicating that the insulin pump alarm calibration. Customer's blood glucose was 161 mg/dl. Customer was explained the alarm as caused by a damage sensor at insertion.